Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the pgvl cable connector was noted to be damaged. As a result, the image was intermittent and/or blurry when the cable was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.